Manufacturer narrative:
The microalbumin reagent lot number was 788349, the creatinine reagent lot number was 821402, and the total protein reagent lot number was 778909. The reagent expiration dates were requested, but not provided. The customer checked the sample probe and did not observe any blockages. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with albt2 tina-quant albumin gen.2 (microalbumin), creatinine plus ver.2, and total protein urine/csf gen.3 on a cobas 8000 c 502 module. The sample initially resulted in the following values: microalbumin = 2.3 mg/l after 1:20 automatic dilution. Creatinine = 0 umol/l. Total protein = 50 mg/l after 1:5 automatic dilution. The sample was repeated, resulting in the following values: microalbumin = 2630.8 mg/l after 1:20 automatic dilution. Creatinine = 14924 umol/l. Total protein = 2754 mg/l after 1:5 automatic dilution. The repeat results were deemed correct as they were confirmed after multiple repeats.

Manufacturer narrative:
A reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.